Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and immunodeficiency ("weakened immune system") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), migraine ("migraines") and immunodeficiency (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal distension, migraine and immunodeficiency outcome was unknown. The reporter considered abdominal distension, back pain, immunodeficiency, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 21-aug-2017: following company internal coding review, the previous reported event weakened immune system was recoded to the meddra llt: immunodeficiency. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/pelvic cramping") and immunodeficiency ("weakned immune system") in a 37-year-old female patient who had essure (batch no. B34696) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, 1 day after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches;"). In september 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In october 2013, the patient experienced abdominal distension ("bloating/stomach bloating"), abdominal pain upper ("stomach cramping"), dyspepsia ("digestive issues"), dizziness ("light headed/ dizzy"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and bacterial vulvovaginitis ("bacterial vaginitis"). In december 2013, the patient experienced hypertension ("high blood pressure") and weight increased ("weight gain"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced back pain ("back pain"), immunodeficiency (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding enorrhagia/ heavy bleeding/lots of blot clots"), thrombosis ("lots of blood clots") and pruritus ("very itchy skin"). The patient was treated with surgery (surgery to remove essure on (B)(6)2016 hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)-2016. At the time of the report, the pelvic pain, back pain, abdominal distension, immunodeficiency, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, vaginal discharge, abdominal pain, bacterial vulvovaginitis, thrombosis and pruritus outcome was unknown, the migraine, hypertension, abdominal pain upper, dyspepsia, headache and dizziness had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, back pain, bacterial vulvovaginitis, dizziness, dyspepsia, headache, hypertension, immunodeficiency, menorrhagia, migraine, pelvic pain, pruritus, thrombosis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 162lbs. Approximate weight at the time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: new pfs received- new events added: abnormal bleeding (vaginal, menorrhagia); high blood pressure; stomach cramping, digestive issues; uti; headaches; light headed, dizzy; nickel allergy; vaginal discharge; abdominal pain were added.outcomes of events light headed, dizzy, headaches, migraines, stomach cramping, high blood pressure, digestive issues from unknown to recovered/resolved. And event weight gain from unknown to recovering/resolving was updated.lot number and new reporters were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain/pelvic cramping") and immunodeficiency ("weakned immune system") in a 37-year-old female patient who had essure (batch no. B34696-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: yaz. Concurrent conditions included chronic salpingitis and local swelling. Concomitant products included docusate sodium (stool softener), ibuprofen and iron. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced migraine ("migraines") and headache ("headaches;"), 1 day after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6)2013, the patient experienced abdominal distension ("bloating/stomach bloating"), abdominal pain upper ("stomach cramping"), dyspepsia ("digestive issues"), dizziness ("light headed/ dizzy"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and bacterial vulvovaginitis ("bacterial vaginitis"). In december 2013, the patient experienced hypertension ("high blood pressure") and was found to have weight increased ("weight gain"). In 2015, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced back pain ("back pain"), immunodeficiency (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal"), the first episode of menorrhagia ("abnormal bleeding enorrhagia/ heavy bleeding/lots of blot clots"), the second episode of menorrhagia ("lots of blood clots") and pruritus ("very itchy skin"). The patient was treated with surgery (surgery to remove essure on (B)(6)2016 hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, back pain, abdominal distension, immunodeficiency, vaginal haemorrhage, urinary tract infection, allergy to metals, vaginal discharge, abdominal pain, bacterial vulvovaginitis, the last episode of menorrhagia and pruritus outcome was unknown, the migraine, hypertension, abdominal pain upper, dyspepsia, headache and dizziness had resolved and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, back pain, bacterial vulvovaginitis, dizziness, dyspepsia, headache, hypertension, immunodeficiency, migraine, pelvic pain, pruritus, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: current weight: 162lbs. Approximate weight at the time of essure placement: 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal distension ("bloating"), migraine ("migraines") and immune system disorder ("weakened immune system"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal distension, migraine and immune system disorder outcome was unknown. The reporter considered abdominal distension, back pain, immune system disorder, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.